Event description:
This lead was implanted on (B)(6) 1990 and was explanted on (B)(6) 2012.on the same explant date, it was noted that there was lead failure. The physician was dr. (B)(6) at (B)(6) hospital in new westminster, canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).